Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an "er5" message. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue started on either (B) (6) or 20, 2010. The cca documented that the pt manages her diabetes with insulin (self-adjuster). Because the pt was unable to test since reported meter issue began, the pt stated that she decreased her food/drink intake for three days. A day after the alleged "er5" occurred, the pt claimed that she became "sweaty, nauseous, and shaky." The pt denied receiving medical treatment for her symptom since the alleged issue began. During the troubleshooting session, the cca documented that the pt was using a correct technique for testing her blood glucose with the subject meter. The cca confirmed with the pt that the test strip completely absorbed the blood sample. The alleged error message was not resolved. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claims that because she was unable to test her blood glucose, she modified her diabetes routine, and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.